Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonic stenting. According to the complainant, during the procedure, they loaded the catheter down the scope and advanced the clip out of the sheath. The clip would not open. They removed the catheter from the scope and opened another clip; it went down the scope and worked fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonic stenting. According to the complainant, during the procedure, they loaded the catheter down the scope and advanced the clip out of the sheath. The clip would not open. They removed the catheter from the scope and opened another clip; it went down the scope and worked fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the tabs were partially pushed open. The clip assembly could not be actuated, but could be deployed; two clicks were heard. The end-user may have tried to open the clip assembly while it was still inside the over sheath. This can cause the capsule tabs to partially open while the clip assembly is still inside the over sheath and damage the prongs. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).